Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step of a laparoscopic sleeve procedure, the stapler did not fire. The surgeon was unable to press the green button and unable to squeeze the handle. New reload was used to resolve the issue. There was no patient injury.